Event description:
It was reported that after two weeks of intra-aortic balloon (iab) therapy, the console generated an iab fiber optic sensor failure alarm. The customer used fluid column for pressure readings. The iab was removed at the time of transplant. There was no reported injury to the patient.

Manufacturer narrative:
A portion of the iab was returned with traces of blood on the exterior. The membrane and portion of the catheter tubing was cut from the iab and not returned. A sensor output test was unable to be performed due to part of the iab returned. However we were able to use an optical light on the portion of iab returned to detect any breaks in the sensor¿s optical fiber and a break was detected within the orange sensor cable. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after two weeks of intra-aortic balloon (iab) therapy, the console generated an iab fiber optic sensor failure alarm. The customer used fluid column for pressure readings. The iab was removed at the time of transplant. There was no reported injury to the patient.